Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a pocket infection. Antibiotic treatment was provided. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtpb2q1 crt-d implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.